Event description:
It was reported that a left hip revision surgery was performed due to persistent pain and discomfort, metallosis based on elevated cobalt and chromium levels, and large pseudotumor. Erosion of gluteus medius and possible damage to sciatic nerve reported.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the hemi head and modular sleeve were removed, the stem and bhr cup remain implanted. As of today, the implanted devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup, hemi head, and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head. Similar complaints have been identified for the modular sleeve and bhr cup. However, as bhr systems of this size and modular sleeves are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Although it was reported that the metal ion were elevated, no levels or laboratory reports were provided. The reported pain, elevated cobalt and chromium levels and intraoperative findings of pseudotumor and erosion may be consistent with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated cobalt and chromium levels, pseudotumor and metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.